Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they experienced unexpected stimulation. The caller reported that about 6-8 weeks ago, they were laying on their bed and they stretched wrong. Patient said that ever since then, they noticed that their battery was set a little closer to the skin. Patient stated that it hadn't been an issue, but yesterday they were at a store and they reached back to get their phone out of their back pocket and their hand caught the battery on accident. When they did that they pulled on the implant and it sent a jolt through the bottom half of their body. Patient mentioned that they tried to call their manufacturing representative (rep), but they haven't heard back from them, agent reached out to rep. The patient was redirect ed to their healthcare provider to further address the issue. Patient stated that they called their hcp's office and they were referred to their rep.